Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to use the original tandem charging equipment without success. When they used a different charging cable, the issue was resolved. Tandem technical support informed the customer that using non-tandem charging supplies is not recommended unless for troubleshooting. They acknowledged this advice and were sent a replacement wall adapter and charging cable via two-day shipping. The pump began charging, and no further assistance was required.